Event description:
It was reported through the attorney for the pt that: as a result of legal claim, that allegedly the pt had a stryker scorpio knee implanted in the year 2000, it is further alleged that the pt began experiencing pain and discomfort in her knee and the product was removed in 2012.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. Additional info is available at this time. The devices are not available due to the ongoing litigation.